Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
Device issue: material rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the vessel was totally occluded right coronary artery (rca). It had been opened and the area was ballooned several times before a xience was deployed. The nc merlin was inflated went up to 18 atmospheres (atm) and then ruptured. Reportedly there were no pt effects.